Manufacturer narrative:
Per tandem's t:slim user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent, periodic low blood glucose (bg) levels as low as 40 (mg/dl). Reportedly, the cause of the low bg levels were due to the customer overcorrecting for high bg levels. Reportedly, the customer's bg levels were elevated because the customer was under a lot of stress; impacted bg level was unrelated to the pump or supplies. Customer would use the pump to address impacted bg level and acknowledged the overcorrections were use error. Customer treated low bg by drinking gatorade and eating a snack.